Manufacturer narrative:
Submit date: 2017/june/12. An investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a dialysis catheter. The customer states the catheter is leaking at the junction between the shaft and the bifurcate.

Manufacturer narrative:
A device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all dhrs are reviewed for accuracy prior to product release. One photo was provided by the customer. Visual evaluation of this photo was performed. In the photo a catheter with signs of use (residues of blood) was observed and it was cut below the cuff. No signs of leaks were observed in the picture. This could not be identified as a defect at this point with the available information. A sample was also received for analysis and investigation. The sample consisted of one palindrome catheter. The catheter came inside a plastic bag with a syringe attached to the venous (blue) adapter. The catheter presented signs of use (blood residues). In addition, the sample was cut in two parts. Visual inspection was performed and a deformation in the bifurcate of the catheter was found. Functional testing was required. The sample was submitted to underwater testing. Bubbles were detected coming out below the hub from the lumens of the venous and arterial extension. An ishikawa diagram was used to determine the potential causes for this event. This reported condition has been confirmed. Multiple components are used in the manufacture of this product. Components properties are tested by the suppliers and there are controls in place in the manufacturing site to prevent non-conforming material to be used. During the manufacturing process, catheters are submitted to a 100% pressure testing. The reported condition occurred after being in use in a patient for an undetermined time. Through visual evaluation it was observed that the catheter was cut in two parts. Due to the appearance of the catheter received, it is possible that the catheter was damaged by instruments with sharp or rough edges during clinical use and use of cleaning agents, resulting in a catheter leakage. The instructions for use warn to exercise caution when using sharp instruments near the catheter and not to use instruments with sharp or rough edges directly on the catheter since even a minor tear could tear or break the catheter. The instructions also state to not pinch or bend the catheter back to temporarily occlude the catheter. This causes increased stress on the catheter which can lead to a leak or break. The instructions for use also warn to not use alcohol, acetone, or alcohol containing antiseptics directly on the catheter and to carefully check antiseptic solutions for alcohol or acetone. These substances may cause irreversible damage to the polyurethane which can lead to a leak or break. There are a number of alternatives on the field like exposure to chemical agents, proximity to heat sources or manipulation per se, that may lead to tubing tear. Moreover, the issue found caused a leak which would be identified during assembly operations since manufacturing performs 100% pressure testing during production. The most probable root cause for the reported condition can be considered as damage during use caused due to a manipulation by the user. No trends or triggers have been found, therefore, a corrective and preventive action (CAPA) is not deemed necessary at this time. It must be noted that in-process controls, such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling, are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the catheter is leaking at the junction between the shaft and the bifurcate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.